Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a patient used a 31 g x 5 mm bd pen needle to inject insulin into his abdomen while at home. During the injection the needle broke off. The patient received an x-ray but the broken needle was not confirmed.